Event description:
Emt's arrived at the scene of a person diagnosed in cardiac arrest approximately 14 minutes after receiving a call. Bystander CPR was in progress upon arrival. Each time an automated ECG analysis was attempted the device allegedly displayed a check patient message and failed to perform and failed to perform an analysis. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the pt's outcome. This opinion was based on an assessment of the patient's condition.